Event description:
The pt stated that her blood glucose level was "a little high" this morning (/2007) when she awoke. Her blood glucose reading was 309 mg/dl at that time. She checked her blood glucose level "later" and observed a reading of 481 mg/dl. She reported her "normal range" to be 150-180 mg/dl. She believed that she hand not been receiving enough insulin from her infusion device. She did not report observing errors or alerts on her infusion device. She reported no symptoms of elevated blood glucose. During troubleshooting with a company rep, it was determined that she had been wearing the infusion set headset for four days. She was educated regarding insulin cartridge replacement, infusion set priming, and wearing of the infusion set. By the conclusion of troubleshooting she had administered a bolus of insulin and she stated that her "most recent" blood glucose reading was 388 mg/dl. Three days later, she reported that her blood glucose level had "returned to normal". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product wil be returned for evaluation.